Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an egd (esophagogastroduodenoscopy) with dilation procedure for dysphagia performed on (B)(6) 2026. During the procedure, the balloon burst after reaching a diameter of 20mm. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon device was analyzed, and a visual inspection found evidence of balloon burst. Additionally, kinks were observed in the catheter, along with catheter detachment and signs consistent with a mechanical cut. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found evidence of balloon burst. Additionally, kinks were observed in the catheter, along with catheter detachment with signs consistent with a mechanical cut. It is most probable that the observed kinks, detachment, and balloon burst resulted from procedural factors, including handling and manipulation of the device during use. These types of failure modes are consistent with excessive force, improper technique during the procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an egd (esophagogastroduodenoscopy) with dilation procedure for dysphagia performed on (B)(6) 2026. During the procedure, the balloon burst after reaching a diameter of 20mm. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.